Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 200 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.